Event description:
It was reported that crosstalk was observed on the ventricular channel after an atrial paced event via a remote transmission. Patient was asymptomatic. Programming change was made, and no further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.